Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that insulin pump was just vibrating with blank screen and red light. Customer removed battery and insert battery alarm was not displayed on screen. Battery cap and compartment were neither damaged nor missing. Customer inserted new battery and display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.